Manufacturer narrative:
(B)(4). Attempts have been made and additional information on the reported event is unavailable at this time. There was no patient involvement. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-03615, 0001822565-2016-03616, 0001822565-2016-03617, 0001822565-2016-03618.

Event description:
It was reported that product was fractured for an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time. There was no reported patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.